Event description:
It was reported that the underwear/briefs were reported to be low quality. The leg openings were too large, causing leakage down the customer's leg, and the product also bunched up during use. The customer stated that the product quality has worsened over time since she began ordering it and asked whether a better option is available. She stated that the product fits more like a thong than a true brief.

Manufacturer narrative:
It was reported that the underwear/briefs are very low quality. The leg hole is too big and they leak down her leg, and they bunch up as well. The customer stated they have gotten worse overtime since she started ordering. The customer explained that she would like to know if we have something better. She states that this fits like a thong and not a true brief should.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.